Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign material was attached to the air/water supply cylinder and the air/water supply channel. Due to a leak in the bending section rubber, reprocessing could not be completed and foreign matter remained in the air and water cylinders and air and water channels. The detection method is described in the instruction manual tjf-q190v operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii duodenovideoscope, leakage above the distal end. The issue occurred during an unknown event. The procedure was unknown. There are no reports of patient or user harm associated with this event. The device was returned to olympus and the evaluation found that the air/water tube and air/water cylinder had foreign objects. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: there was corrosion around forceps elevator arm; adhesive around objective lens has a crack; due to annual inspection, parts must be replaced; connecting tube has a scratch; bending tube is damaged; light guide lens has a crack; air/water tube has foreign objects; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; due to a pinhole on bending section cover or distal sheath rubber, water tightness is lost; scope connector case unit has a dent; suction cylinder has no color; air/water cylinder has no color; switch box has a dent; and air/water cylinder has foreign objects. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.